Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined an inoperable crystal on the single board computer designator y1 was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that when turning on the device, the screen lights up briefly before shutting off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however the customer indicated there was no impact to the patient.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's system pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when turning on the device, the screen lights up briefly before shutting off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however the customer indicated there was no impact to the patient.